Event description:
It was further reported that the patient received a shock due to emi. It was noted that the patient believed something in her kitchen caused it. The lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the carelink showed nst (nonsustained tachycardia) episode with noise and the lia (lead integrity alert) triggered. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the lead showed another nst episode with noise detection. It was noted that the stored egm (electrogram) showed definite emi (electromagnetic interference) with sixty cycle interference. The lead remains in use and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the carelink showed nst (nonsustained tachycardia) episode with noise and the lia (lead integrity alert) triggered. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.